Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope tested positive for the following microorganisms: staphylococcus epidermidis, escherichia coli and stenotrophomonas maltophilia. The scope was then ethylene oxide (eto) sterilized and returned to service center for a physical evaluation. A visual inspection was performed on the instrument and suction channels of the scope. The instrument channel was noted to have scrape marks inside the channel from the distal bending section side. The suction channel was inspected and there were no signs of kinks, stains, or discoloration. There was no foreign material found inside the channels. The image was checked and the image is normal. A scope passed leak test. A review of the service history indicated the scope was purchased on september 12, 2018 with no previous repair history. The cause to the scrape marks inside the channel was likely due to handling/use of an accessory or endotherapy device. Based on the ess's observation, failing to immediately clean the scope after procedure cannot be ruled out as a contributory factor. The reprocessing manual provide warning that states, all disinfection methods (whether performed manually or by an automated endoscope reprocessor), and all sterilization methods (whether performed by ethylene oxide gas or steam) require thorough prior cleaning of the instrument being reprocessed. If the equipment is not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility to observe the staff's reprocessing practice and for an in-service in reprocessing. During the observation, the ess noticed that the staff was doing all the cleaning steps correctly according to the IFU but noticed that the scopes are passing the one hour mark from bedside cleaning before they are getting manual cleaned then once they are manually cleaned they are sitting past one hour before they are going into the (medivator) aer machine for high level disinfection. Additionally, during the cleaning steps the user facility uses third party brushes and not the manufacturer cleaning brushes. In the ess informed the user facility that if the scopes passes the one hour mark, they need to do an extended soak.

Manufacturer narrative:
The device has been returned, however the investigation is still in progress. A review of the service history of the scope indicated the scope was purchased on (B)(6) 2018 with no repair records. As part of our investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service group was informed that the scope repeatedly cultures positive (for an unknown organism) after the scope was high level disinfected. There was no patient involvement reported.